Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was being placed into the pts' right radial artery. During placement, the physician was trying to thread the catheter over the fully engaged spring wire guide (swg), at which time he encountered resistance when pulling back the swg. He attempted the second time to pull the swg back and again resistance was met and the swg stretched out. Once the swg was removed from the pt, an x-ray was performed to see if anything was retained. It was noticed there was a piece of swg left in the pt. A vascular surgeon was called and he removed the piece from the pt. It is unk if there was a delay in treatment and there were no pt complications reported.